Manufacturer narrative:
(B)(4). Results: endoleak. Conclusion: no conclusion can be drawn.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that there was a subtle type IV endoleak post implant. The endoleak was located above the flow divider. Fixed imaging was used. No intervention was performed. No add'l clinical sequelae were reported, and the pt is fine.